Event description:
It was reported that during a ptca/rotablator treatment procedure, the burr became lodged in the coronary artery requiring surgical intervention for removal. The lesion being treated was a significantly calcified, 90% stenotic denovo lesion in the proximal-mid lad coronary atery. The physician initially used a 7f mach1 fl4 stsh guide catheter, but was unsuccessful in crossing the lesion and changed to an fl3.5 stsh. He then used a terumo runthrough guidewire and a maverick otw 2.5/20 mm balloon to reach the lesion. The guidewire was then changed to a rotawire floppy. The rotalink 1.5 mm was set at 170,000 rpm outside of the body, and ablations were initiated. Although 4 - 5 ablation attempts were made, the distal lesion wasn't ablated. The rotation was increased to 180,000 rpm at the platform and the ablation was attempted again, but the lesion still could not be crossed. Therefore, the burr was changed to 1.25 mm and the rotalink 1.25 mm was set at 170,000 rpm at outside body, and the ablation attempted, but was again unsuccessful. The guidewire was changed to an extra support and ablation was attempted. When this ablation was started, the burr got stuck and despite several attempts, removal was unsuccessful. The physician placed an iabp intra-aortic balloon pump and consulted the surgeon. The CABG was performed 3 days later and was finished successfully with removal of the burr. The pt condition is reported to be "good."